Event description:
The customer reported an intermittent clear fluid leak of unspecified volume from the probe of a coulter act diff analyzer after running controls or patient samples. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the customer's reported issue and replaced the probe wipe resolving the reported leak. The instrument was verified by performing start-up, reproducibility and running controls with all parameter results in range with no further errors or leaks were observed. (B)(4).